Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11 , e3, e1 ( event site telephone , postal code , state ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the system was connected to simulator and test balloon and they could not reproduce the failure. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Event description:
It was reported by customer during routine check that the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure issue. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.